Event description:
The customer reported via phone call that the pump was frozen and had an unexpected restart alarm. Customer was not able to navigate the pump due to keypad issues. Customer removed the battery and when the battery was placed back in the pump, she received an unexpected restart alarm. Customer's blood glucose was 600 mg/dl at the time of the incident. Customer treated with a manual injection. Customer was trying to bolus and when she went to program the carbs, the numbers would not stop moving. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).